Manufacturer narrative:
No customer product sample available for investigation. Lot number provided so a DHR review was conducted. DHR and sterilization records were found to be complete and accurate. No other complaint reports for this lot/sku combination. The root cause of the reported event could not be determined. Causation could not be established between the hollister urethral catheter and the reported symptoms.

Event description:
It was reported that an end user who is a paraplegic, noticed sediment in his urine and then 2 weeks later, developed symptoms including fever, aches, and urine leakage. It was further reported that the patient didn't see a doctor initially because the office was closed but took an at-home urine test and then took the antibiotic ciprofloxacin. It was further reported the end user keeps a supply of antibiotics at home for such cases. It was then reported when he did get in to see a health care professional two days later, the urine test at the doctor's office was negative. It was reported the end user continues to take the antibiotic (which is day at 7 of the 14-day course), and that his fever is down but he still leaks urine and has to catheterize every 200ml otherwise he leaks, and bladder becomes overactive. He reports he still has some sediment in urine, but it has decreased from the amount he had at the beginning of his symptoms.